Event description:
The customer reportedly fell in the ocean exposing their pump to water which caused the pump to be unresponsive. The customers blood glucose level was 110 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.